Event description:
Physician reported, pt had multiple areas of delayed healing that became infected.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician. Dormant infections such as herpetic sores may become active following treatment. Though it is recommended, it is left to the discretion of the physician whether or not prophylactic anti-virals should be administered to pts prior to treatment. Physician treated pt infection with keflex and valtrex. Physician stated problem areas may result from focal microvascular insufficiency or thinner skin.